Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received excessive no delivery alarms on the insulin pump. The alarms were reportedly resolved by a complete set change. Customer stated he had noticed bent cannulas during some of his no delivery issues. Nothing further reported.